Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at a third party service center, the display was broken. The unit was tested with a good display and passes testing. The display was replaced to resolve the issue. The unit passed all testing. No further investigation is required.